Event description:
It was reported that during a laparoscopic super cervical hysterectomy procedure the replace light came on. They kept using the device and the replace light came on a few more times. Each time the replace light came on they would clean the device. The rep stated that this was an evaluation device. He also stated that each time the replace light came on the coagulation seemed slower. Oozing (mild blood loss) was controlled with another device. No patient consequence

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.